Event description:
It was reported that the unspecified bd infusion set had flow issues. The following information was provided by the initial reporter: angiomax was dispensed by pharmacy in a 50 ml glass bottle (customer refers to it as a vial) and was initiated on the day shift. During the night shift change of care report, the incoming nurse noticed a discrepancy with the infusion. Noting that the angiomax bottle should not be empty yet. Upon the pharmacist¿s review of the device logs, it was noted that the angiomax infusion was intended to run at 1.13 ml/hr but had been programmed @ 11.3 ml/hr by the day shift nurse. The incorrect rate resulted from a decimal point entry error during programming by the day shift nurse. Therefore, deemed by the hospital as a nurse programming error.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow and rate accuracy could not be verified due to the product not being returned for failure investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause was reported by the customer to be a clinical use issue, and has been closed to this cause. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.